Event description:
The customer noted an increase in the number of prism drain time errors in the previous month to six weeks when prism reaction tray lot 90044m500 was in use. The customer stated all affected specimens were live donor samples collected from various clients and the samples were correctly centrifuged prior to assay. The customer stated out of a run of 32 specimens, 9 drain time errors were generated, however, after re-centrifugation, the customer was able to generate valid results for 5 out of the 9 samples with drain time errors. Due to the inability to generate results for the remaining 4 samples, the customer informed their client they could not use the donated blood. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)